Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After receiving further information, it is determined that the initial report should have been filed as serious injury only. In this report, "box b" "adverse event/product problem", "outcomes attributed to ae" and "box h" "type of reported complaint", "patient outcome code grid" and "health impact grid" has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging feeling of oppression, coughing, chest pain, and micro nodules in the lungs after a thoracic scan from their cardiologist. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box g, h has been updated/corrected.